Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable 25-hydroxyvitamin d (vitd) results for one patient on their e601 analyzer. The customer wanted to know why the vitd results were so high since the patient did not take vitd treatment. The patient's initial vitd result was 175.0 nmol/l accompanied by a data flag. The sample as repeated and the results was 175.0 nmol/l accompanied by a data flag. The sample was diluted 1:2 and the result was 154.72 nmol/l. On (B)(6) 2014, the sample was diluted 1:5 and the result was 20.02 nmol/l. On (B)(6) 2014, the samples was repeated twice and the results were 175.0 nmol/l accompanied by a data flag and 175.0 nmol/l. On (B)(6) 2014, the sample was diluted 1:2 and the result was 77.36 nmol/l. The customer reported a result of >175 outside the laboratory. The patient was not adversely affected by this event. The vitd reagent lot number was 174625. The expiration date was requested but not provided. The patient's sample was returned for investigation. The sample was tested with retention reagent from lot 174625 on a modular analytics e170. The customer's high results were reproduced and no reagent specific issues could be identified.

Manufacturer narrative:
A root cause could not be determined. There was no more patient sample available for further investigation.